Manufacturer narrative:
A product deficiency was not identified. Technical services was unable to provide the reagent sds to the customer as they declined to provide their email. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card. H3 other text : single use device, discarded.

Event description:
Consumer reported taking a binaxnow covid-19 ag self test on (B)(6) 2023. During testing, consumer reported reagent coming into contact with his nose/mucosa. No repeat testing was performed. The consumer did not report any patient harm due to the testing. Additionally, the consumer did not report any delay or impact to the patient's treatment.

Event description:
Consumer reported taking a binaxnow covid-19 ag self test on (B)(6) 2023. During testing, consumer reported reagent coming into contact with his nose/mucosa. No repeat testing was performed. The consumer did not report any patient harm due to the testing. Additionally, the consumer did not report any delay or impact to the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.